Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that after insertion of the catheter, the iab would not fully unwrap. The connecter was reading the volume at 40cc and the pump was trying to pump, high pressure alarms were triggered. As a result, the iab was removed, and a second catheter was inserted without problems. There was no report of patient complications, serious injury, or death.

Event description:
It was reported by the clinical support specialist (css) that after insertion of the catheter, the iab would not fully unwrap. The connecter was reading the volume at 40cc and the pump was trying to pump, high pressure alarms were triggered. As a result, the iab was removed, and a second catheter was inserted without problems. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). The reported complaint that the "iab would not fully unwrap" is not able to be confirmed. The product was not returned for investigation. The customer provided a video and it was reviewed; the video shows the iabc bladder section without any obvious damage, and the video was likely recorded after the device was removed from the patient. The reported complaint could not be confirmed after the review of the video. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.